Event description:
It was reported that the patient presented with left ventricular (lv) lead dislodgement. The lv lead was explanted. The patient was discharged. Information regarding the product, event, patient and healthcare provider was requested but not received.